Event description:
The pt called lifescan and alleged the one touch ultrasmart meter was reading inaccurately erratic. The readings were 323mg/dl and 428 mg/dl within 10 minutes. The results would not meet the lifescan criteria for precision, however when the customer care rep performed troubleshooting the pt was unable/unwilling to answer if the code matched or what technique was used for blood application. The pt did not have symptoms of high or low blood glucose and no treatment was sought. When the pt attempted to enter the memory mode the ok button would not function on the meter. For this reason there is indication the product malfunctioned. The meter was replaced and return expected.